Event description:
Per the audiologist, in 2008, the ground electrode was inadvertently cut while draining an abscess. The sound processor will be reprogrammed with the ground electrode deactivated and it will not be used in the sound processing program. Add'l info has been requested.

Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.